Manufacturer narrative:
Product event summary: analysis confirmed that the hanger assembly was broken. It was also found that both output connectors were broken, and both display wires were pinched but the insulation was intact.

Event description:
It was reported that the external pulse generator (epg) had a broken hanger. The epg has been returned for service, testing, and calibration. The epg subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.